Manufacturer narrative:
Concomitant medical product: model: 559445, lead; implanted: (B)(6) 2008; model: 1103, hvad pump; implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead exhibited high/undefined impedance. The lead was capped and replaced. No patient complications have been reported as a result of this event.